Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy. "Replace generator" message displayed on external devices and a manufacturer representative confirmed the ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.